Manufacturer narrative:
Returned for evaluation was one vortex port. As received, the port was returned with bio material {blood} inside and out. The catheter tubing was fractured at the connection site. There was an amber colored precipitate observed on the top of the sleeve where catheter/sleeve connect to the port outlet tube. Precipitate was also located at the fractured end of the catheter tubing/sleeve (distal end of outlet tube). Upon cleaning the precipitate from the device there was damage observed on the top and bottom of the catheter/sleeve. This damage was likely caused by serrated hemostat clamps and is the likely root cause for the catheter fracture. The distal tip of the catheter tubing had a clean cut at the end with a slight angle to the cut. Catheter tubing was trimmed to just over the 12 cm mark. The device met all dimensional specifications. The customer's reported complaint description of port catheter tubing fracture and migrated is confirmed. The port device was returned with a small portion of the catheter tubing and sleeve attached to the port connector pin (outlet tube). In addition, the remaining portion of the catheter tubing was returned, i.e. Rest of sleeve and distal catheter tubing. Damage was observed to the top and bottom of the sleeve and catheter tubing at the connection to the port outlet tube. This type of damage is indicative of hemostat clamps. The sleeve, catheter tubing and port connector pin (outlet tube) were measured and confirmed to meet device dimensional specifications. No manufacturing non-conformances were observed during sample evaluation. A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The likely root cause of this catheter fracture event is damage to the sleeve/catheter tubing from hemostat clamps during the port placement procedure. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2016: (B)(6) 2015: vortex port was implanted in patient. The port body was placed on right side of chest and catheter tunneled up to insertion point of catheter in subclavian vein. (B)(6) 2016: hospital staff was unable to flush the port. Chest x-ray on the patient on the same day revealed separation of the catheter from the port body. The catheter was completely severed from the port at the point where the exit stem of the port body ends. (B)(6) 2016: port and catheter were explanted. Delay of explant was due to the patient being unwell. The patient was then implanted with another vortex port. The reported defective device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress.